Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported keypad keys not functioning, the first and second membrane keys on the top left were inoperable, which was reproduced. Evaluation inspected the device and found the soft keys not working, other keys functioning as intended. The reported condition was verified. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad keys were not functioning. The first and second membrane keys on the top left of the front were inoperable. The event happened in pediatric floor while preparing for patient use. There was no patient involvement. No additional information is available.